Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results. It is unknown whether the customer noted a trend arrow on the device. The customer experienced agitation, grimacing, purple lips, nosebleeds, and loss of consciousness. The customer was seen at the hospital, where an hcp meter reading of 50 mg/dl was obtained. The customer was given a glucagon injection for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event. A sensor result of 85 mg/dl and 370 mg/dl was compared to a healthcare professional meter reading of 50 mg/ dl and 50 mg/dl respectively, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.